Event description:
It was reported that ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, replacement of expiratory valve coil, inspiratory flowmeter, control printed circuit board (pcb), pressure transducer pcbs, oxygen gas module and turbine solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Further information about device's logs and parts being available for investigation has been requested but not yet received.